Event description:
It was reported that the device exhibited noise in the bipolar mode and not in the unipolar mode. This lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the electrical analysis, visual and x-ray examination revealed normal lead characteristics. The cause of the reported field event of noise was undetermined.